Event description:
It was reported that the asymptomatic patient presented in hospital for unrelated to the device heart failure. A chest x-ray revealed the right ventricular lead had possibly dislodged, loss of capture and sensing anomaly was noted. During lead revision procedure the pulse generator exhibited backup vvi. After a device download the device resumed normal function. The patient would be followed normally.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
The device was explanted, no date available and the device was returned.